Event description:
It was reported the pt had not charged or used his ipg since sometime in (B)(6) 2011. The pt was unable to establish communication with his external devices. The pt reported he was not receiving adequate pain relief from the system. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.